Event description:
According to the reporter, prior-to-use in a low anterior resection laparoscopy, the balloon inflated asymmetrically. The device was not used. The procedure was completed with another device. The status of the patient is no problem.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned products noted that the trocar balloon, obturator, locking collar, valve seal and doors all appeared. The inflation syringe was received. Pmv performed functional testing which noted that the balloon was inflated, no leaks detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.